Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath and a guidewire. During the procedure, while advancing the cat6 into the sheath using the dilator, the physician kinked the cat6 at the distal end. Therefore, the cat6 was removed. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and the same sheath. There was no report of an adverse effect to the patient.